Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a device explant ( related manufacturer reference number 1627487-2019-11169), the patient began experiencing leg paralysis post-operatively. The patient was hospitalized and is being monitored. There is no additional information at this time.

Manufacturer narrative:
A1 patient identifier was inadvertantly left out of the initial report.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.